Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8303937, medical device expiration date: 2019-04-30, device manufacture date: 2018-10-30; medical device lot #: 8249917, medical device expiration date: 2019-03-31, device manufacture date: 2018-09-06; initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® 9nc 0.129m plus blood collection tubes there was a color variation. The following information was provided by the initial reporter: "the client comments that the previous week found a 2 ml citrate tube with a dark halo at the end of the tube toward the stopper, which can only be seen when the tube is unobstructed, when he was able to withdraw a sample with a syringe."

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use of the bd vacutainer® 9nc 0.129m plus blood collection tubes there was a color variation. The following information was provided by the initial reporter: "the client comments that the previous week found a 2 ml citrate tube with a dark halo at the end of the tube toward the stopper, which can only be seen when the tube is unobstructed, when he was able to withdraw a sample with a syringe."